Event description:
A user facility reports a scratch was noted on the intraocular lens (iol). No evidence of handling was identified on returned product and no report of pt impact/injury has been received. Additional info has been requested.